Event description:
It was reported by a registered nurse (rn) nurse that this patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain. As a result, on (B)(6)2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse stated the pd culture grew the organism leclercia adecarboxylate. The patient was treated with intra-peritoneal (ip) ceftazidime 2 grams on an outpatient basis. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis and continues pd with the same cycler.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique during the pd exchange. The patient¿s pd culture grew the bacteria leclercia adecarboxylate which is typically found in aquatic environments and can be an opportunistic pathogen in immune compromised hosts. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a registered nurse (rn) nurse that this patient on peritoneal dialysis (pd) therapy has peritonitis. There were no reported allegations that the peritonitis was related to any issues with fresenius products. In additional follow-up, the patient¿s pd nurse stated the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2023, the patient was seen in the outpatient pd clinic and had a pd culture obtained. The nurse stated the pd culture grew the organism leclercia adecarboxylate. The patient was treated with intra-peritoneal (ip) ceftazidime 2 grams on an outpatient basis. The patient¿s nurse was not able to identify the exact cause of the patient¿s peritonitis is unknown. However, the nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to this event. The nurse reported the patient is recovering from peritonitis and continues pd with the same cycler.